Event description:
It was reported that following the implant of an inflatable penile prosthesis, the device was unsuccessfully activated. An abdominal tomography showed the reservoir was completely empty. No patient complications were reported.